Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet system, including a low reading followed by a high reading after disconnecting from the ilet and ingesting glucose; the highest reported value was 371 mg/dl with elevated levels lasting over two and a half hours, and alerts for severe hyperglycemia were received. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no professional medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and user education regarding low treatment using the 15/15 rule, use of fingerstick confirmation for unexpected readings, and guidance to avoid overtreatment of impending lows that could contribute to variability. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia, with user actions of disconnecting the device and treating early lows identified as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.